Event description:
Customer reported a failure of bad pole clamp. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did state incident occurred during biomed testing.